Event description:
It was reported that the whole system was removed. It was added that the catheter came out of the intrathecal space and "was no longer patent". The device was discarded. In regards to the dislodgement it was stated that it was detected at the time of removal and no troubleshooting was done prior to system removal. It was stated that patient had no pain relief. Following system explant patient was indicated to be doing well. Drug delivered via the device was morphine 5mg/ml, 1.5mg/day.

Manufacturer narrative:
Catheter: model 8731sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6). (B)(4).